Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated to the pelvis region. The patient reported they had lost some weight. At this time, the patient does not want a new system implanted. The device was programmed off and the patient was fitted with a life vest. No additional adverse patient effects were reported.